Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay and elecsys ft4 assay results for one patient sample from a cobas 8000 core unit. The initial ft4 result was 0.11 ng/dl and initial tsh result was 0.052 uul/ml. On (B)(6) 2018, the repeat ft4 results were 1.07 ng/dl and 1.04 ng/dl from other analyzers. The repeat tsh results were 3.44 uui/ml and 3.38 uui/ml from other analyzers. The initial results were released to the patient. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The provided quality control data from 11 may 2018 is within range. The provided calibration data for tsh and ft4 were valid during the time of the event.

Manufacturer narrative:
Additional information was provided that the initial ft4 result was actually 0.115 ng/dl. The initial and first rerun results were not released to the patient. The second rerun results, ft4 1.04 ng/dl and tsh 3.38 uiu/ml were released to the patient.

Manufacturer narrative:
The field service representative ran performance testing with results within specifications. The investigation was unable to find a definitive root cause.